Event description:
It was reported that the right ventricular (rv) lead experienced fluctuating pacing impedance and exhibits an increasing trend. The physician reprogrammed the rv lead and will check the lead again in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert was triggered, the impedance trend on the rv (right ventricular) pacing lead was rising, and the impedance trend on the rv (right ventricular) pacing lead was variable. The analyst noted that an out of trend subthreshold lead impedance alert occurred on (B)(6) 2014. The maximum ventricular pacing impedance rose from 855 ohms the week ending (B)(6) 2012 to greater than 1800 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).